Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the care giver did not wear a mask. Peritonitis was manifested by abdominal pain and decreased appetite. During residency at a nursing home for an unrelated condition, the patient was transported to the emergency room for abdominal pain but was not admitted to the hospital. Three days later, the patient was hospitalized for the peritonitis event. The patient was treated with unspecified intraperitoneal antibiotics (dose, frequency and duration not reported) for peritonitis. At the time of this report, the patient remained hospitalized with antibiotic therapy ongoing and was recovering from the peritonitis event. Peritoneal dialysis therapy was ongoing. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Date of the event: it was reported abdominal pain was ongoing ¿for months¿ prior to the peritonitis event. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.